Event description:
A surgeon reports that a broken haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement. Additional info has been requested.